Event description:
The customer reported on (B)(6) 2015 her blood glucose measured 22 mg/dl at 6:00 pm, 245 mg/dl at 9:45 pm, 438 mg/dl at 1:00 am, 431 mg/dl at 3:15 am, 410 mg/dl at 6:00 am and 310 mg/dl at 9:00 am with a no boluses reported. Upon removal she noticed the cannula was bent.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.